Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2016-89788. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose of 600 mg/dl, which she treated with a bolus and manual injection. Customer stated she had taken a big amount of insulin and changed the set but blood glucose level was still over 300 mg/dl. During troubleshooting, the customer stated the drive support cap is recessed, no insulin leak was found and the cannula was not bent or occluded. Insulin did exit the tubing with manual prime, settings were correct and the insulin pump passed the high pressure test. The customer found air bubbles in the tubing and a large bubble in the reservoir. Also, one motor error alarm on (B)(6) 2013 was found in the alarm history. The customer also mentioned having blood at site when removing the sensor and the sensor cannula being bent. Customer was advised to change the entire infusion set, reservoir and insulin. The insulin pump was not replaced or returned for analysis.